Event description:
On (B)(6) 2009, the patient was implanted with four gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported a computed tomography (CT) dated (B)(6) 2014, revealed the trunk-ipsilateral leg component had migrated an unknown amount with aneurysm sac enlargement of an unknown amount. On (B)(6) 2015, an intervention was performed to treat the reported gore® excluder® aaa endoprosthesis trunk-ipsilateral leg component migration and ongoing aneurysm sac enlargement. A trivascular ovation prime abdominal stent graft was implanted to gain additional proximal extension. Final angiography showed exclusion of the aneurysm, and the patient tolerated the procedure.

Manufacturer narrative:
Concomitant products: patient medications include; micardis, amlodipine besylate, multivitamins, atenolol, plavix, aspirin, nitroglycerin and crestor. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the device migration could not be determined with the provided information.